Event description:
It was reported that the drill was making a loud noise and overheats with the angled attachment. The customer further reported it got warm shortly after they started using the device (within a minute). The surgical team switched out the device. There was no injury reported.

Manufacturer narrative:
(B)(4). After being evaluated at medtronic xomed, the angled attachment was forwarded to medtronic powered surgical solutions for repair. The service report reiterates that the reported excessive heat could not be verified. The attachment was 87.4 degrees f after running for 5 minutes. The report also notes that the bearings were corroded and all required components were replaced.

Manufacturer narrative:
Concomitant medical products: indigo otol angled attachment ((B)(4)); sn: (B)(4); lot: 207305240; date of manufacture: august 15, 2013; 510k: k081475. In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): (B)(4)¿ analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions¿temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: t1: 71.4 degrees f ¿ t2: 74.5 degrees f. (B)(4)¿ when the angled attachment was tested with the handpiece, temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: t1: 73.3 degrees f - t2: 72 degrees f. Analysis of the angled attachment only found the collet running rough and noisy.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.